Event description:
The CT-software for calcium-scoring (ca-scoring) at coronary arteries leads to wrong results. The calcium-scoring software reported exactly the same results for two different pts/examinations. The control calcium-scoring/measurement showed different results for one pt.